Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing separated and leaked form the luer lock during patient use. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: non-bd needleless connector, therapy date unk. Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report that the tubing separated and leaked from the luer lock was not confirmed. Visual inspection noted that the male luer spin collar was separated from the set. The dark blue dualcap was removed and the collar of the male luer was inspected under magnification. Functional testing confirmed that the male luer spin collar separated from the set upon reconnection of the dark blue dualcap. Pressure testing resulted in no separations or leaks on any part of the set and its components. Dimensional testing was performed and the set was within parameters. The root cause of the customer¿s report that the tubing separated and leaked from the luer lock was not identified.